Manufacturer narrative:
Product event summary: analysis confirmed the error, as a result the link electronic module (lem) circuit board was replaced. It was also noted that the power cord bay door was broken.

Event description:
It was reported that the programmer generated a "serious programmer problem" error. Follow-up determined that this occurred upon boot-up. Power was recycled several times but the error did not clear. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 229047 software analyzer.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.